Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty. Pump had no rewind anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading unknown. The insulin pump was received with scratches on display window. Nothing further reported.